Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if there were no patient consequences related to 1st surgery and use of vicryl plus suture in (B)(6) 2020? What was a reason/indication for the 2nd unknown operation on (B)(6) 2021? Was the surgery on (B)(6) 2021 related to first surgery in (B)(6) 2020 and use of vicryl plus suture? Was the remain of vicryl plus suture removed ? If yes, please specify how and when was removed? Was the removal of vicryl plus suture required surgical intervention? Additional information was requested and following was obtained: was the suture used in the first procedure ((B)(6) 2020) not fully absorbed and visible during the second procedure ((B)(6) 2021)?: yes. Device return status/follow up: the device will be shipped. The following information was requested, but unavailable: could you please provide the lot number? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 ¿g/m.

Event description:
It was reported that the patient underwent unknown ob-gyn surgery on (B)(6) 2020 and the suture was used. During another procedure on (B)(6) 2021, the suture was observed not dissolved and remained. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/02/2021. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m additional information: h6, d9, h3 h3 evaluation: h3 investigation summary: an ethibond suture piece was returned for analysis. In order to evaluate the conditions of the returned sample, the suture was observed containing body fluids and damages in all the suture surface, in addition, the extremes were observed broken; this is likely caused by a surgical instrument. The device returned was confirmed as an ethibond suture and not as vicryl suture, due to the color that was observed green that pertains to a non-absorbable ethibond suture. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The following information was requested, but unavailable: please confirm if there were no patient consequences related to 1st surgery and use of vicryl plus suture in (B)(6) 2020? No further information is available. What was a reason/indication for the 2nd unknown operation on (B)(6) 2021? No further information is available. Was the surgery on (B)(6) 2021 related to first surgery in (B)(6) 2020 and use of vicryl plus suture? No further information is available. Was the remain of vicryl plus suture removed ? If yes, please specify how and when was removed? No further information is available. Was the removal of vicryl plus suture required surgical intervention? No further information is available.